Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient had a hard time to see anything. It might also be due to tear film issues. It was further reported that patients with parkinson's may not be able to adapt to multifocality of lens. Additional information has been requested.